Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says they have to charge every day since it was put in, and says they have to charge "every single day, and the therapy is always off because I let it drop all the way down". Pt needs a shoulder MRI. Reviewed how to get into MRI safe mode, and pt reports they are full body eligible. The patient was redirected to their healthcare provider to further address the charge frequency issue. Additional information was received from the patient (pt). Pt called back wanting contact information on the local manufacturer representative (rep) because they were having problems with their stimulator since it never worked. Pt said that since day one they had to recharge the ins every day for over an hour; pt was told that they would only have to recharge the ins maybe once or twice a week. Sometimes when they would go to recharge the ins, their therapy would be off since the ins battery charge was so low. Pt was provided nas phone number and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.